Event description:
It was reported that the internal implant threads became stripped and the doctor requested a thread tapping removal tool to re-tap the threads.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
An imp,tsv,3.7,10,mtx,mg (tsvtb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device location and length of usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.